Manufacturer narrative:
Event 3: this report has been identified as b. Braun medical internal report number 400415123. Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.ss

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. It should be noted that the end user has two (2) possible batch numbers in stock: however, it is unsure which batch number was used. The possible batch numbers are: batch number: 0061638293, production date: 10/01/2018, expiry date: 09/30/2023; batch number: 0061627112, production date: 07/23/2018, expiry date: 06/30/2023.

Event description:
As reported by the user facility: event 2: it was reported that product dp3500 disp pin ls reflux was assembled to baxter minibag and upon inspection by pharmacist, plastic chards were found floating inside the bags. Denies any plastic floating prior to use of the dispensing pins. No injuries reported.